Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact support again if any issues reoccurred, and the caller acknowledged these instructions.